Event description:
It was reported that the 9900 system locked up during a case. Also the left monitor was flickering. The 9900 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image processor board, fluoro functions board, and left monitor were replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.